Event description:
User facility reported that following a novasure ablation, the physician did a hysteroscopy and noted "slight blanching" on one side. In 2008, the physician's nurse reported that no treatment was needed and the patient was discharged home following the novasure procedure. The patient has been seen on follow-up and is doing fine.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed.